Event description:
It was reported a 6f angio-seal sts plus was used to seal the femoral arteriotomy site post percutaneous procedure. Later (time unknown), the pt experienced symptoms of vascular occlusion. The pt underwent surgical exploration 2 days post angio-seal deployment. The angio-seal was removed. The surgeon stated the anchor of the angio-seal was at a 90 degree angle inside the femoral artery and there didn't appear to be any collagen within the artery. The patient was reported to be doing well.